Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no specific reported condition. The unit was triaged and the service technicians found the ultrasonic sensor to be faulty. Since there were no signs of customer misuse, the most probable root cause is general wear and tear. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer returned the unit for service with a non-specific failure. Upon triage on (B)(6) 2017 the service tech found the flow sensor had an issue.

Manufacturer narrative:
Submit date: 04-may-2017.

Event description:
The customer returned the unit for service with a non-specific failure. Upon triage on (B)(6) 2017 the service tech found the flow sensor was at fault; the flow sensor did not sense the liquid flow.